Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficult to remove the catheter and a knot was confirmed on the removed catheter. Per additional information: the catheter was inserted into the patient during surgery, and the catheter was removed the following day. The user stated that the inserted catheter had enough length for the patient and urine had been draining without any issues during use, so the user did not notice that the knot had formed. Allegedly, water in the balloon could be withdrawn completely at the removal; so the user pulled on the catheter, and noticed a know had formed. There was no impact on the patient.

Event description:
It was reported that there was difficult to remove the catheter and a knot was confirmed on the removed catheter. Per additional information: the catheter was inserted into the patient during surgery, and the catheter was removed the following day. The user stated that the inserted catheter had enough length for the patient and urine had been draining without any issues during use, so the user did not notice that the knot had formed. Allegedly, water in the balloon could be withdrawn completely at the removal; so the user pulled on the catheter, and noticed a know had formed. There was no impact on the patient.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per visual evaluation, the catheter was found knotted on the shaft. No other defects were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."